Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product could not be reviewed as the serial number for the lens was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2017. (B)(4. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient developed a serious infection after implantation of a pcb00 intraocular lens (iol). Reportedly, healon was used with the iol. No additional information was provided.